Event description:
It was reported that the groshong catheter was placed in the patient on (B)(6) 2019. Air has been seen in the extension leg although venting the air everyday. There was no hole with the extension leg when checked after removing. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was placed in the patient on (B)(6) 2019. Air has been seen in the extension leg although venting the air everyday. There was no hole with the extension leg when checked after removing. There was no reported patient injury.